Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: the customer reported problem could not be verified or replicated as no product was returned and no photographic or diagnostic evidence was provided. A report from the customer revealed that the cause was an incorrect measurement method. A DHR review could not be completed as no serial number was provided.

Manufacturer narrative:
B3: date of event, d4: serial number, expiration date, UDI number, d5: operator of device, and h4: device manufacture date are unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the air mix setting was checked, fio2 was over 80 percent. No patient involvement was reported.